Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and pelvic abscess ('large pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included nabothian cyst, chronic cervicitis, adenomyosis, leiomyoma of uterus, unspecified and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and drainage of large abscess in pelvis). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and pelvic abscess outcome was unknown. The reporter considered menorrhagia and pelvic abscess to be related to essure. The reporter commented: she had robotic diagnostic laparotomy, drainage of intraabdominal abscess on (B)(6) 2020 (as written in mr); 4 trailing coils at both end. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 05-feb-2020: cervix with nabothian cyst. And mild chronic cervicitis, secretory endometrium with focal areas or weakly prolifel1ltive endometrium. Myometrium with adenomyosis and multiple leiomyomata (4.4 cm in greatest dimension). Benign bilateral fallopian tubes. Negative for hyperplasial atypia, and malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and pelvic abscess ('large pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included nabothian cyst, chronic cervicitis, adenomyosis, leiomyoma of uterus, unspecified and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and drainage of large abscess in pelvis). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and pelvic abscess outcome was unknown. The reporter considered menorrhagia and pelvic abscess to be related to essure. The reporter commented: she had robotic diagnostic laparotomy, drainage of intraabdominal abscess on (B)(6) 2020 (as written in mr) 4 trailing coils at both end. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: cervix with nabothian cyst. And mild chronic cervicitis, secretory endometrium with focal areas or weakly prolifel1ltive endometrium. Myometrium with adenomyosis and multiple leiomyomata (4.4 cm in greatest dimension). Benign bilateral fallopian tubes. Negative for hyperplasial atypia, and malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.